Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the unit failed for a feeding error. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the unit is running too long. This was discovered during testing with no patient involved.